Manufacturer narrative:
One intraocular lens (iol) serial# (B)(6) was returned. Johnson and johnson (jnj) followed-up with the doctor for clarification. The doctor who explained that the defects on the intraocular lens (iol) have been peripheral and deemed visually insignificant. There was 1 that had to be explanted due to a more serious scuff mark from the injector. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 7, 2023, section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was not returned. The handpiece was received and inspected. The complaint issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: unknown/not provided. Section b3 date of event: the exact date is unknown. The best estimate is on or prior to the reporting date of (B)(6) 2023. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the johnson and johnson(jnj) intraocular lens (iol) the doctor noticed the iols were being scuffed or scratched on the posterior surface. Reportedly, the issue has occurred regularly for a year now. The scuffs are like when you have black soled shoes that are rubbed against the floor leaving a scuff. Dr. Thinks the posterior of the lens is being touched. The customer has tried changing several variables to resolve the issue. They¿ve used ophthalmic viscosurgical device (ovd) and balanced salt solution (bss) to remedy the situation to no avail. No further information was provided.